Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not power on. The patient tests her blood glucose twice a day. She tests before breakfast and dinner. She takes 5 mg of glyburide every morning and evening time. The patient mentioned, however, that she has been taking half a tablet (2.5 mg) of glyburide at night instead since 5 mg has caused her to have low blood glucose levels overnight. The patient also stated that she sometimes skips her evening dose of glyburide if her blood glucose level is fairly low. The patient indicated that the alleged meter issue started on two days before, in the evening before dinner. Although the patient was unable to test her blood glucose that night, she ate dinner as usual and proceeded to take a whole tablet (5 mg) of glyburide around 1:00 am on the day prior to original date, the patient woke up feeling shaky, sweaty, and hungry. The patient administered self-care by eating toast. The patient denied receiving medical intervention from a health care provider and was not tested on another device during the time of concern. The reported meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. The patient had taken an increased dose of glyburide after the alleged issue started.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.